Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain upper ("upper and lower abdominal pain"), abdominal pain lower ("lower abdominal pain/ cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain upper, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, genital haemorrhage, pelvic pain and procedural pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included antibiotics and oxycodone. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), abdominal pain upper ("upper and lower abdominal pain"), abdominal pain lower ("lower abdominal pain/ cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and allergy to metals ("allergy to nickel"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery / she tolerated the procedure poorly, stating that she had significant cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depressed"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and complication of device insertion ("trouble with right side during the essure procedure"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, dysmenorrhoea, abdominal pain upper, abdominal pain lower and procedural pain was resolving and the vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, depression, eye disorder, fatigue, weight decreased, alopecia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, complication of device insertion, depression, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight: 152 lbs. Both side 4 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), abdominal pain upper ("upper and lower abdominal pain"), abdominal pain lower ("lower abdominal pain/ cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery / she tolerated the procedure poorly, stating that she had significant cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depressed"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and complication of device insertion ("trouble with right side during the essure procedure"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, dysmenorrhoea, abdominal pain upper, abdominal pain lower and procedural pain was resolving and the vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, depression, eye disorder, fatigue, weight decreased, alopecia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, complication of device insertion, depression, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight: 152 lbs both side 4 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergy to nickel, apareunia (inability to have sexual intercourse), depressed, vision/eye problems, fatigue, weight loss, hair loss, abdominal pain, trouble with right side during the essure procedure, she did not undergo an essure confirmation test", reporter, lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.